Event description:
During a lap colon procedure, the tissue pad came off the instrument and fell into the patient. The piece was retrieved. Another device was used to complete the case. There was no patient consequence.